Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple cubie pockets were failed. A field service engineer (fse) found that the drawer was experiencing unrecoverable read/write errors in the cubies. To resolve the issue, the row board cable and retractor band were reseated at all contact points, and debris was cleared from the drawer. After reassembling and booting up the unit, the drawer was tested using the hardware test application and confirmed to be operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2.1 cubie pockets d1, d5 were failed and unable to recover, main drawer 2.1 pocket a6 was unloaded and ejected without user initiation. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.